Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and administered glucagon "pen" to address bg and went to the emergency room. Customer was treated with "sugar liquids orally" and was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.